Event description:
A complaint was received that a hospital facility received a high blood glucose reading of 98 mg/dl on a precision xtra monitor when compared to a valid laboratory reading of 70 mg/dl. These values, when plotted on a clarke error grid, fall into the "d" zone showing the difference in results to be clinically significant. There was no report of death, serious injury or malfunction associated with the event.